Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient was having surgery to evacuate a hematoma which developed after a recent fall. The rep reported they were meeting up with the patient prior to her procedure to go over equipment and evaluate the system. The patient was having surgery on (B)(6) 2019. Additional information was received from a rep on 2019-03-25. The rep reported that the location of the hematoma was at the ins site. The rep didn¿t believe the hematoma was related to the device or therapy. The rep reported that the cause of the hematoma was unknown. The rep noted that the evacuation surgery was on (B)(6) 2019 and didn¿t know if the underlying problem had been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep said that the patient initially reported the issue to them. No further complications were reported.